Manufacturer narrative:
The device involved in this incident has not been returned for eval. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil prematurely detached in the microcatheters prior to being inserted into the aneurysm. The implant coil was successfully removed with the microcatheter. No injury was reported with the pt as a result of the procedure.